Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. As the event is cascading, an investigation was not completed. If additional information is received, a supplemental report will be submitted. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite to complete the 113 fa. The arctic sun device gave alert 41 low internal flow. They had checked the inlet pressure, and the inlet pressure was reading at -11 and disconnected the fdl and pressure went to 0 then reinitiate the functional verification but again the pressure rose to -9 psi, no flow and alert 41. Per wo notes, they discussed would provide a depot repair quote for this customer. Currently this device was showing at tulane but stated it was physically at a different location and could not generate a quote until this was resolved. Email sent to customer regarding this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite to complete the 113 fa. The arctic sun device gave alert 41 low internal flow. They had checked the inlet pressure, and the inlet pressure was reading at -11 and disconnected the fdl and pressure went to 0 then reinitiate the functional verification but again the pressure rose to -9 psi, no flow and alert 41. Per wo notes, they discussed would provide a depot repair quote for this customer. Currently this device was showing at tulane but stated it was physically at a different location and could not generate a quote until this was resolved. Email sent to customer regarding this.